Event description:
It was reported that during attempted implant of the lead, it became entrapped in the tricuspid valve. Therefore, the physician decided to not remove the lead and instead place another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.